Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge sate: california zip code: 91325 - 1219. E1: patient city: (B)(6). Patient country: canada. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that patient experienced an infusion set leakage at site on (B)(6) 2026. The infusion set was used for three days.